Manufacturer narrative:
Product analysis: observation: the ibt was returned with the stylet missing. The balloon did not show any obvious signs of damage. The balloon was pressurized and there were no leaks noted at balloon or at the ¿y¿ connector. Conclusion: while the failure could not be repeated, this is not a ¿burst¿ balloon.

Event description:
It was reported that a patient underwent a spinal kyphoplasty procedure at t12 when the balloon ruptured at 450 psi and 1 cc. The procedure was completed successfully with a new product. No allergy to the contrast media were reported and no fragments of the ibt were left in the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.